Manufacturer narrative:
This report is filed march 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced granulation tissue and infection at the abutment site. Subsequently on (B)(6) 2016, the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
Correction d1: correct brand name is bia400 implant 4 mm w abutment 8 mm, not flange fixture and abutment as previously reported in the initial report [6000034-2016-00585]. Correction d2: correct common device name is cochlear baha connect system, product code: mah, not lxb as previously reported in the initial report [6000034-2016-00585]. Correction g5: correct PMA/510(k) is k121317, not k955713 as previously reported in the initial report [6000034-2016-00585]. Per the clinic, the patient experienced chronic irritation, recurrent weeping from the surrounding skin of the abutment, and mild pain. The patient was treated with oral antibiotics on (B)(6) 2016 (duration not reported); however, this treatment did not resolve the symptoms. Subsequently, the patient underwent revision surgery on (B)(6) 2016, under general anesthesia to fully remove the granulated tissue surrounding the abutment and to place a magnet on the internal fixture, converting the patient to a subcutaneous baha implant system.